Manufacturer narrative:
(B)(4).

Event description:
As reported by spectranetics post market surveillance, "details from a lead extraction case involving a patient injury." The patient is currently recovering in the ICU. Case details: this was a (B)(6) female patient that was scheduled to have a total of 3 leads extracted. The ra lead was propped with a lld-ez and removed using a 16f sls ii / visisheath combination without incident. The next lead to be removed was an ICD lead. The gdt-0154 attempted to be extracted from a superior approach but could not be removed. The md shut down the laser and attempted extraction with a 13f evolution but was also unsuccessful. The decision was made to go to a femoral approach. The physician used a cook "needle-eye" snare from below and we were able to remove the gdt-0154 (doi: 2002). The last lead the needed to be extracted was a gdt-0184 (doi: 2009). This lead was structurally comprised. The lead was fractured at the clavicle and we lost access to the lead from the clavicle to the pocket. The physician needed to extract the lead using a cook snare. The lead was scarred up in the svc/right atrium area. The physician was able to free the lead from the area and then it was noted that the pressure began to drop. Anesthesia attempted to get vitals and could not get anything on the patient. The surgeons were immediately called. They called a code blue and we then proceeded to get out of the way for the team. The surgeons showed up and had begun to intervene within five minutes and repair in the chest was started within seven minutes. A tear in the right atrium was noted and the repair began. The surgeons made the repair and were able to stabilize the patient. The remaining ICD lead was still floating in the heart and attached to apex. The physician and the surgeons discussed and decided that they would attempt to go back in and snare the remaining portion of the lead with the surgeons in the room and observing. The physician attempted to snare the remaining portion of the lead for another thirty minutes and was unsuccessful at extracting the lead. Once the physician stopped attempting to snare the lead, and injury was noted in the ivc. The surgeons went back in to repair the area of the ivc that was injured. I overheard the surgeons note the vascular walls of the patient were very thin and frail. Case started around 10:30am. The first injury was noted around 2:45pm. The second injury was noted around 6:30pm. The surgeons finished repairing injuries and began closing the chest of the patient around 8:30pm. The patient is currently recovering in the ICU. Product was not returned for evaluation. Unable to do an evaluation, due to the fact the product was not returned for evaluation.